Event description:
It was reported that the patient presented to the emergency department with complaints of dizziness. The electrocardiogram (EKG) revealed a pause and that the paced heart rate was lower than the lower programmed rate. It was further noted that the device interrogation showed t-wave oversensing in the right ventricular lead causing the rate to fall below the programmed lower pacing rate. The lead sensitivity was reprogrammed. The lead remains in use. No further patient complications were reported as a result of this patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. No anomalies were found in the analysis of the data.